Event description:
It was reported that a malfunction alarm occurred which subsequently caused the customer to experience an elevated blood glucose (bg) level of 555 mg/dl. The customer contacted a health care professional to get advice on addressing their bg. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.